Manufacturer narrative:
The device has been confirmed as disposed; therefore, no product analysis can be completed, and no root cause can be determined.

Event description:
It was reported that during a pci procedure, the liberte monorail delivery balloon was difficult to deflate and remove. The lesion being treated was located in the moderately tortuous, moderately calcified 70% stenotic proximal right coronary artery (rca). The lesion was predilated with a 2.0 x 15 maverick2 balloon. The liberte monorail stent delivery balloon was inflated on the initial attempt to 10 atms. As the physician tried to deflate and remove the device from the stent, the physician encountered resistance. The liberte monorail balloon was reported to have been inflated more than 2 minutes. To remove the liberte monorail balloon, the physician "moved it distal to proximal and then rotated". The liberte monorail balloon was fully deflated and intact when removed from the body. There were no pt complications reported, and the procedure was completed with this device. Pt status was reported as 'okay'.